Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise and an increased impedance measurement resulting in a polarity switch. The bipolar configuration had stable threshold measurement but was non-sensing. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.